Event description:
Customer reported in the picu, during a saline infusion, a leak was noted at the male luer lock connection. No patient harm reported. The male luer is connected to an unspecified model smartsite valve. Although requested, no further patient/event information was available.

Manufacturer narrative:
(B) (4). (B) (4). The product has been requested to be returned for evaluation, but to date has not been received. A follow up report will be submitted if further information is obtained.